Manufacturer narrative:
Other text: d4 UDI (B)(4). Device evaluation: we received one device for investigation. Visual inspection performed. Customer reported problem duplicated, error found and could cause the power down. Faulty mpu board cause the reported issue and was replaced. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the pump powered down in the middle of infusing and it is not showing in log. No patient injury reported.